Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and a fluid leak was noted in the device; the leak was caused by a small tear in the tubing from pump to the cylinder. A new ipp was implanted and there were no patient complications reported.